Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post-implant check, the right ventricular lead exhibited r-wave drop and loss of capture possibly due to dislodgement. The lead was repositioned on (B)(6) 2018. The patient was stable throughout the procedure.